Manufacturer narrative:
Pump error 38 occurred during rewind. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed rewind test due to pump error 38. The pump passed the self test. Pump was successfully downloaded using thump. Pump error 43 was found in the history file on 30-jun-2023 from 17:58:32.00 to 17:59:30.00 due to a hall sensor error. Pump error 60 was found in the history file on 30-jun-2023 at 20:05:12.00 due to power request was not processed in a one minute. Several pump error 130 was found on 30-jun-2023 from 14:50:41.00 to 21:26:46.00. Pump was cut open to perform visual inspection and found a corroded home switch and evidence of moisture damage on pcba 1, pcba 2, motor, and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay. Unspecified pump error alarm was confirmed to be pump error 43, pump error 60 and pump error 130. Pump error 130 was not confirmed during testing. Pump error 43 and pump error 60 were confirmed in the history file due to hardware errors. Pump error 38 was confirmed during testing due to moisture damage on motor. Pump did not pass full drive test. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Pump error 43 was generated in the rewind step due to hall sensor error. Suspecting the hw issue.pump experienced strong magnetic field om june 30, 2023 around 6pm. Power error 60 (power dead lock alarm) was triggered 06/30/2023 20:05:12 by function hrm_powerdeadlock (file hrm_power_sharing.c) because power request was not processed in one minute. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error alarm. Troubleshooting was performed and the customer was able to clear the alarm successfully and customer received a rewind pump, and the customer was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer discontinued using the pump and will be returned for product analysis.